Manufacturer narrative:
Product ID 3093-28 lot# v240154 serial# implanted: (B)(6) 2009 explanted: product type lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd:(B)(6) 2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that part of the wire broke off an remains in patient. It is inactive. No symptoms were reported.